Event description:
The customer reported that the device powered up in configuration mode.

Manufacturer narrative:
The customer reported that the device powered up in configuration mode. The customer repaired the device on site. The front bezel was replaced to resolve the issue. The customer confirmed that the device was placed back in service and that there have been no other issues since that time. We will consider this issue a failure of the front bezel.